Manufacturer narrative:
Received twenty six 139112ext in unopened original packaging. Lot numbers and catalog numbers were verified. Performed a visual inspection resulting in no obvious signs of abnormalities or defects. During a functional inspection the blades were tested at both high wattage and low wattage. When cleaning off the blades with a sponge the ultra clean coating was able to scrub off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding 26 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection herein. Safety: inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 139112ext, ultraclean elec: 4"blds ext ins, device was being used during a laminectomy lumbar decompression 2 level procedure on (B)(6) 2019 when the surgeon reported that "the insulated tip (was) breaking off into flecks into the wound" during use. Further assessment found that the fragments were removed from the patient by forceps and irrigation. This event caused no delay to the procedure per the reporter and the procedure was completed successfully. It is reported that there was no injury to the user or the patient. There was no report of medical intervention or hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.